Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a broken pinch valve vl88 tubing for the retic latron control and the tubing was replaced. The fse found the laser displaying a slight pulse when viewing the scatter sensor; the retic light scatter (ls) offset was confirmed as unstable. The scatter sensor and the laser assembly were both replaced, resolving the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that all three levels of reticulocyte (retic) controls were high on a coulter lh 750 hematology analyzer. The customer cleaned the shear valves with no resolution and also performed a retic reproducibility using a patient sample, which was poor. A service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.